Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the evening prior to the event, the patient checked both his dexcom app and tandem t:slim x2 insulin pump before going to sleep. At that time, his estimated glucose value (egv) was approximately 200 mg/dl. Shortly before midnight on (B)(6) 2026, the sensor failed; however, the patient remained asleep and did not address the issue. On (B)(6) 2026, at approximately 10:00 am, while changing his pump infusion site, the patient developed chest pain, a headache, and vomiting. He contacted his mother, who brought him home and checked his blood glucose, which was elevated, though the patient does not recall the exact reading. He was subsequently taken to the emergency room. Upon arrival in the ER, his blood glucose measured approximately 400 mg/dl. He received treatment with IV fluids and zofran and remained under observation for roughly eight hours. At the time of discharge, he reported improvement but continued to experience some nausea. During the follow-up call, the patient indicated he was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.